Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced an infection in the upper pocket and suture line. Cultures were taken and antibiotics were administered to the patient. The implantable pulse generator (ipg) system was explanted and replaced. No further patient complications have been reported as a result of this event.